Manufacturer narrative:
Reference record: (B)(4). Catalog number 062941-001 is the international list number which meets the requirements of the similar product which is the us list number. The device involved in the event remained implanted in the patient and was not returned; therefore a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, patient in belgium underwent procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube. Patient was started on duopa therapy on (B)(6) 2017. It was reported that the stoma site was infected and c-reactive protein (crp) values were increased. The patient was treated with unknown antibiotic therapy.